Manufacturer narrative:
We received (B)(4) catheter with an attached monoject 1.5cc limited volume syringe for examination. An attempt to inflate the balloon with the returned syringe found that the balloon would not remain inflated due to leakage between the inflation lumen and the distal lumen. Further testing confirmed the leak to be occurring from inside of the backform. A cut down was performed to locate the cause of the leakage and it was found that an air bubble inside the backform connecting the two lumens. The proximal lumen was found to be patent and did not leak. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that during use of the swan-ganz catheter the balloon automatically deflated one minute after insertion. Users saw the deflation of the balloon under x-ray. There were problems positioning the catheter because of the deflated balloon. It was specified that the balloon was tested before procedure with no issue detected and the syringe provided with the kit was used. There was no patient consequence. The catheter was removed.